Manufacturer narrative:
Device eval by manufacturer: this 180x25cm fathom-16 guidewire was received for analysis. The returned device was found stuck inside a torque device. Microscopic and visual inspection revealed the guidewire and polymer jacket were fractured at the distal section, which confirms the allegation from the field of detachment of the distal tip. Correction to field h6: device code fracture a040101 was removed.

Event description:
It was reported the guidewire fractured and the distal tip remains in the patient. This 180x25cm fathom-16 guidewire was selected for use during this index procedure. During the procedure, it was noted that the guidewire ruptured, and the distal tip migrated into the hypogastric artery. The fragment was not able to be removed safely, so was left unretrieved inside the patient.

Event description:
It was reported the guidewire fractured and the distal tip remains in the patient. This 180x25cm fathom-16 guidewire was selected for use during this index procedure. During the procedure, it was noted that the guidewire ruptured and the distal tip migrated into the hypogastric artery. The fragment was not able to be removed safely, so was left unretrieved inside the patient.